Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Iol returned pressed down on two (2) posts of the lens case base resulting in gross optic and haptic damage. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable as a result of being pressed on the lens case posts. Unable to conduct dimensional testing due to condition of returned sample. No cartridge was returned. The product investigation could not identify the root cause for the reported complaint "iol not loaded properly. Reported as faulty" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. We were unable to conduct dimensional testing due to condition of returned sample. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) would not load properly and was reported as faulty.